Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm. It was unknown whether the incident happened during ultrasound (us) or irrigation/aspiration (I/a).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history review and lot history could not be reviewed. The returned sample was visually and functionally tested and passed testing. No anomalies were observed that would cause or contribute to the reported event. The vision system operator's manual provides the following regarding the loss of aspiration/suction issues: insufficient aspiration. Probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or balanced salt solution sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace fluidics management system. 5. Check fitting and/or replace fluidics management system. The root cause of the customer's complaint could not be established; the returned sample met specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).